Event description:
The customer stated that the rubella calibration failed with the mcal 1 too high and the deviation cal a to b too high, on the axsym analyzer. The abbott customer technical advocate (cta) asked the customer to try a one to one dilution of solution 4 in place of mcal 1 and recalibrate. The cta also sent the customer replacement master calibrators. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.